Event description:
Caller reported a cgm error and received assistance to reset the pump. There was no adverse impact to the customer¿s blood glucose level. After the pump reset, the error code did not appear again, and the caller successfully started their sensor session.